Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level over 400 mg/dl. The customer experienced no symptoms at the time of the event. The customer treated the high blood glucose with the insulin pump. The customer reported having issues with the insulin pump leading to the high blood glucose that included replacing batteries. Troubleshooting was provided for the battery. The insulin pump will not return for analysis. The auto mode feature was in use.

Manufacturer narrative:
The initial report had the incorrect information related to auto mode. The correct information has been provided with this report. (B)(4).

Event description:
The customer did not state if they were using the auto mode feature at the time of the incident.